Event description:
Information was received indicating that a pump was alarming no disposable with a smiths medical, cadd medication cassette attached. Per reporter this is the fourth time this week they have experienced the alarming. It was reported the end user started a new cassette and the pump started alarming 18 hours later. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).